Event description:
(B)(4). I began by having headaches and extreme lower back pain. As the years have went on I have tooth problems, severe pelvic pain, back pain, hip pain, loss of memory, stumble over using the correct words, loss of sex drive, painful sex at times, heavy bleeding with clots during my monthly cycle.